Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. During a call with technical support, the pump began charging again using the original tandem cable and wall adapter, and no further troubleshooting was needed.